Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The facility's biomedical engineer (biomed) has reported that they installed the new power management board and verified that the batteries are began to charge. The iabp was then released for clinical use.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) was not charging the batteries even though it was plugged in whole time. The patient was transferred to another cardiosave iabp without any issue. No adverse event was reported.